Event description:
During total vaginal hysterectomy with drainage of left ovarian cyst, anterior colporrhaphy, posterior colporrhaphy with mesh procedure, surgeon requested apogee implant to surgical field. Procedure for implantation began. While placing 2nd side -right- with trocar to the sling tape, the connector on the tape failed to hold onto the trocar in order to be pulled into place. Surgeon estimated 60 mins of extra surgical time in order to complete the insertion properly. Surgeon modified the connection with suture material and completed the insertion process. No known adverse outcome to pt. Extended or time with modification of procedure. Dates of use; 2008. Diagnosis: uterine prolapse, cystocele, rectocele.